Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the probe being used was visibly bent. The probe was used until the surgeon observed that the probe was bent. The site then completed the procedure with a new probe. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.